Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose ranged from approximately 70 mg/dl to 132 mg/dl. Reportedly, the customer was ultimately able to clear the alarm by reloading the existing cartridge. Reportedly, customer continued to use the pump for insulin therapy.